Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not grasp and lock onto tissue and the clip could not be released from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was detached from the bushing but was still attached to the control wire through the tension breaker and yoke. The prongs could not be opened; however, the clip assembly could be deployed. A kink was noticed in the control wire. The prongs were not locked into the capsule and the over sheath was accordioned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not grasp and lock onto tissue and the clip could not be released from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.